Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. Additional information was requested, and the following was obtained: was the manual override activated? Unk. If so, were there any issues with it? Unk.

Manufacturer narrative:
(B)(4) date sent 2/11/2025 d4 batch #c9dr93 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with an endopath xcel trocar 12 mm inserted in the device, the closing trigger and anvil in closed position, and with a gst60d reload loaded on the device. The reload was received fully fired. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Also, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the channel pin was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the channel pin. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number c9dr93, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the manual override activated? If so, were there any issues with it?

Event description:
It was reported that during an unknown procedure, the doctor felt that something was different about the running of the staples when fired. (The device could be fired without any problem). After the firing was completed, the articulation did not return, so the entire trocar was removed from the patient. The device was not rotated properly. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.